Manufacturer narrative:
Sex: corrected from female to unknown.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The customer indicated that the cyclesure 24 biological indicator was placed in a syringe during sterilization at the facility. The bi integrity was checked prior to incubation. The incubator was at the correct temperature and the load was partially recalled (items released: qty1 laparo cooper, qty3 stylet and qty 2 tip of nelaton). The previous and subsequent bis were reported having negative results. The customer was instructed that the cyclesure 24 biological indicator (bi) should be packed in the sterilization pouch correctly for the sterilization process, an fse was dispatched to the site for the issue. He ran an empty chamber test and found (confirmed) that the customer's sterrad 100s unit was within the specification. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. Items from the load were released and used on patients before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the failure mode and effects analysis. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. Product was received for evaluation approximately 13 months after the initial complaint. Visual analysis was performed as part of due diligence. The ci disc is golden. Since the bi was processed over a year ago and it was past the expiration date, it is unknown if this was true color after sterrad processing. There was no media remaining to confirm the positive bi result. There are a single tyvek liner and single spore disc present. There are no punctures in the outer vial that would be consistent with contamination. There are no configuration anomalies that would contribute to a positive bi result. Evaluation of the returned product does not change the original findings dated 6/23/2013. Product return was not required for this issue since the customer did not follow the IFU.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 12/2011 to 11/2012 and there was no significant trend observed. Trending analysis by lot number was not required as there is no allegation of functional failure when used per IFU. The hhe (health hazard evaluation) was reviewed and indicates that the risk to the patient is low. Retains evaluation is not required since there is no allegation of functional failure when used per IFU. Product return was not required since the customer did not follow the IFU. As such, visual analysis was not performed.